Event description:
The patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation had not yet been completed. Pump settings and delivery history were reviewed with the patient's wife and confirmed as accurate. No conclusions can be made at this time.